Manufacturer narrative:
Further investigation of the pump serial number (B)(4) resulted in a change of the analysis finding from ¿alarm anomaly with undetermined root cause¿ to a ¿no anomaly¿ finding. Alarm testing guidance was updated and no anomaly was observed.

Event description:
The pump was received with no complaint. There were no concerns, quality or product performance issues, or patient symptoms associated with the return. The patient had passed away on (B)(6) 2014 due to an illness not related to the pump. The pump was removed in order for the patient to be cremated.

Manufacturer narrative:
(B)(4). Analysis of the pump found an alarm anomaly with an undetermined cause. The pump passed all non-destructive testing other than the alarm function test which failed with a reading of 68.7 decibels (db). The minimum specified reading is 70.0 db. All logs were ¿clean,¿ showing now motor stalls, motor stall recoveries, or errors of any kind ever being recorded. No top shield damage was noted on the returned product. The alarm wave form test was done and produced a peak-to-peak voltage of 6.84 volts (v). The battery voltage was measured and the voltage measured was 2.96 volts direct current (vdc). The specification requires the peak-to-peak voltage to be at least twice that of the battery voltage, which it was. No further destructive testing was performed in order to preserve the pump if future testing needs arise, as the logs were clean.